Manufacturer narrative:
Investigation summary bd received 2 photographs for investigation which indicated failure mode: oil gel globule was observed in the attached images. A total of 100 retained samples from batch number 5063506 were visually inspected; however, no gel defects were found. Complaints for sample quality were not under statistical control for the month of october 2025; additional testing was performed. Factors that may contribute to (oil gel globule) were evaluated through a clinical study to verify the design of the device met it¿s intended use. Bd was unable to duplicate the customer's indicated failure mode, oil gel globule via clinical investigation because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. No definitive root cause could be established for the reported defect. This complaint has been confirmed for the lot 5063506, for the indicated failure mode: oil gel globule via received photos. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum of 5 devices clogging the analyzer probe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance there were gel fragments in the serum of 5 devices clogging the analyzer probe. No adverse impact was reported regarding the patient or user.